Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced loss of consciousness. It was unknown what the cgm reading was at that time. Somebody at the library called an ambulance and when the patient regained consciousness the paramedics were already there. When a fingerstick was taken by the paramedics the cgm reading was between 180-200 mg/dl, and the blood glucose reading was 31 mg/dl. The patient was treated with intravenous fluids, 2 tubes of glucose shots, orange juice, and was brought to the hospital. At the hospital the patient received further intravenous treatment. An a1c test was done which showed a result of 7.1 mmol/l. No further treatment was reported to be needed and after 3 hours the patient was discharged. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid while at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).